Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the rad-g was "turning itself on and off." There was no patient impact or consequence reported.